Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw cut the graft during the procedure.

Manufacturer narrative:
It was reported that the screw cut the graft during the procedure. The screw was returned for evaluation. However, no abnormal condition was observed. The probable root causes for the reported failure could be attributed, but no limited to: design: screw threads too sharp; process: molding error, screw not manufactured to spec, sharp edges left on threads; application: excessive force put on screw; screw size is too large. Possible design root causes are not considered likely based on the complaint history review of the failure mode during the past 12 months. This is the only case reported of this kind for this product family. If there was a design root cause of the failure, it is anticipated that the occurrence of failure would be more widespread. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw cut the graft during the procedure.